Manufacturer narrative:
The field service engineer performed various checks, ran patient comparisons, and confirmed the module was running within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for three patient samples tested on different lines of a cobas 8000 ise module. Sample ID (B)(6): the result on line 1 was 123.5 mmol/l. The result on line 2 was 137.4 mmol/l. Sample ID (B)(6): the result on line 1 was 128.6 mmol/l. The result on line 2 was 135.9 mmol/l. Sample ID (B)(6): the results on line 1 were 132.8 mmol/l, 132.1 mmol/l, and 138.4 mmol/l. The results on line 2 were 136.5 mmol/l, 138.5 mmol/l, and 150.4 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
No further issues have occurred. The sample probe cover spring was found to be slightly tight. The investigation could not identify a product problem. The cause of the event could not be determined.